Event description:
The patient called lifescan and alleged that their meter was displaying the battery icon, even after replacing the battery. The patient stated they were unable to resolve the issue of the meter displaying the battery icon. They attempted to retest, but they obtained an error 2 message. The error 2 message was resolved. They contacted their medical professional and received diabetes treatment advice. The patient began using their spouses' meter when unable to test on their own. No treatment was reported. The battery issue was not resolved, based on the information provided, there is evidence of a meter malfunction, however, there is no evidence of a serious injury. A replacement meter is being sent to the patient.